Event description:
It was later reported that the lead was capped and replaced. The patient is a participant in the (B)(6) study.

Event description:
It was reported the lead was explanted and replaced due to 'failure to sense'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.